Manufacturer narrative:
Analysis of historical records. Orthofix (B)(4) checked the internal records related to the controls made on the code (B)(4) lot v1290925 before the market release. No anomalies have been found. The original lot, manufactured in july 2012, was comprised of (B)(4) screws, (B)(4) of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first complaint notified from this specific device lot. Technical eval: a technical eval of the devices involved is not possible as the devices will not be made available. Med eval summary: the info made available on the event was sent to our med evaluator. Please find below an extract of the med eval: "successful union of an ankle arthrodesis is always problematic in this type of pt, because of diabetes, insensitive skin and poor qual bone. In this case the talo-tibial fusion has been successful, but the substalar fusion has failed. Loosening of the distal parts of the implant were noted in the september xray, after calcaneal locking screw breakage was noted in (B)(6). The intraoperative xray in (B)(6) shows that there has been about 10 mm of collapse of the calcaneus. The loosened end cap was almost certainly secondary to the locking screw failure, and was anyway not in any way the cause of the non union. It was incidental and played no part in the failure of the subtalar arthrodesis. Based on the info provided it was not possible to draw any conclusion in regards to the complained devices. If the devices should become available for the technical eval, orthofix (B)(4) will promptly finalize the investigation. Orthofix (B)(4) continues monitoring the device on the market.

Event description:
The info provided by the local dist indicates: hosp name: (B)(6). Date of initial surgery: (B)(6) 2013. Pt info: (B)(6) years female, pt diabetic. Event description: one year post op it was noticed during MRI that heel cap had come out of nail. The tibial talar had fused; however, the sub talar had not. The surgeon removed all hardware and placed 2 cannulated screws on (B)(6) 2014 to continue treatment. The complaint report form indicates: the surgery was completed with used device; no clinically relevant increase of the surgical procedure; an additional surgery was required. It was performed on (B)(6) 2014; copy of the operative reports are not available. Additional MFR narrative: x-rays images are available; info on pt current hlth condition: pt is doing well. On (B)(6) 2014, orthofix (B)(4) received the med reports. On (B)(6) 2014, orthofix (B)(4) received the following info: the risk mgmt department at this hosp does not release devices to the mfrs for eval. (B)(4).